Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph provided for evaluation. The photograph displayed the q-syte unit with red colored substance with a black circle the tip body/septum. The photograph did not provide sufficient evidence to determine any other anomalies or damage to indicate the q-syte leak. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood leakage occurred after extension tube attached to IV catheter, blood went to septum and leaked with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter: blood oozing from the joint additionally, on (B)(6)2020 the customer provided the following additional information: the incident happened right after the q-syte extension tube attached IV catheter before any insertion to the q-syte septum. Once the blood return from the vein, it went all the way to the septum and leaked out which should be blocked at the septum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leakage occurred after extension tube attached to IV catheter, blood went to septum and leaked with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter: blood oozing from the joint. Additionally, on 2020-08-06, the customer provided the following additional information: the incident happened right after the q-syte extension tube attached IV catheter before any insertion to the q-syte septum. Once the blood return from the vein, it went all the way to the septum and leaked out which should be blocked at the septum.